Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in emergency room with pre syncope episode. Upon interrogation and during isometrics oversensing was noted on the pulse generator. The patient was unaffected and would be monitored with routine follow ups.